Event description:
The pump was returned for investigation. Investigation revealed battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a black box review show power on resets. The time and date was accurately set at start of investigation. Investigators performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate with test battery cap. A visual inspection of battery cap revealed, stripped threads and the yellow o-ring was visible. Observe "battery cap" unable to tighten onto battery compartment. Power loss was duplicated due to the cap detaching and battery compartment cracks. (B)(6).